Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted during the service call.

Event description:
The customer reported that the stenoscop system had a minor nonconformity on the accuracy of the kilo volts. No pt injury was reported.